Event description:
It was reported that during a superior vena cava (svc) stenting procedure, deployment difficulties occurred. The 95% stenosed lesion was located in the non tortuous and non calcified svc. The 24 x 45 mm uni plus stent was advanced to the lesion, and when deployed, the "leading end of the stent would not open up." The stent and stent delivery system were removed. The stent delivery system was advanced a second time to the lesion and deployed. Another MFR's balloon ruptured when inflated in the stent. Another MFR's balloon was used to fully expand the stent. The procedure was completed successfully. No further pt injuries or complications were reported.

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant info from that review, a supplemental medwatch will be filed.